Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional procedure on (B)(4) 2013. Access was obtained at the left common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed, the patient experienced a hematoma greater than 6cm at the access site. Manual compression was applied to the hematoma for 15 minutes. The patient was kept for 2 hours in observation in the outpatient area, where the procedure took place. Since the access site did not go down after the 2 hours, the patient was sent to the ER to be checked in for observation overnight (due to the hematoma). There were no further complications noted. The patient was discharged to home on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.